Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate defibrillation therapy was delivered due to lead dislodgement. The lead was repositioned. The patient's condition is fine after the event.